Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000175r, s/n: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue indicated a battery charger failure. It was replaced. The imaging system then passed the system checkout and was found to be fully functional. The battery charger was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Visual inspection found that it was dusty. Once it was cleaned and installed in a known good system, the system performed as intended. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the first battery/power light on the image acquisition system (ias) was flashing, the next 3 were illuminated, and the last was not lit. There was no patient present when this issue was identified.